Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor produced a code 203 - pulse test fault. Upon evaluation, the q6-q8, q10, q12, and q16 transistors (igbts) were shorted on the defibrillator pca board. The cause of the reported inability to complete testing at the distributor is a fault during pulse testing. The cause of the fault is the shorted transistors. Root cause investigation into the shorted transistors is underway under an existing corrective action investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.